Event description:
It was reported that two weeks post implant it was found during follow-up that the right atrial (ra) lead had no capture and poor se nsing. Chest x-ray revealed that the lead had dislodged. The lead was turned off and subsequently repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)